Event description:
MFR rec'd a report from an attorney alleging that his client died as a result of a fall from the scooter when the brakes failed to function. The attorney has not allowed eval by the MFR.